Event description:
The report received through the medical affairs department indicated that a health care professional hcp/MRI technician called for medical information and to report adverse events. The patient had a palmaz genesis 18 x 60 stent mounted on a 135 cm. Aviator balloon catheter/stent delivery system (sds) placed in the left renal vessel. It was not known whether the target lesion was an artery or vein. Approximately one year later the patient had an unspecified cardiac stent placed for unknown reason. Another year later the patient had an unspecified renal stent placed for unknown reason. Three years later, the patient had an unspecified number of unspecified iliac stents placed for unknown reason. Five years later, the patient experienced "got to get my nerves out" before her scheduled MRI of her head, though the reason for the MRI was not obtained. During the MRI, the patient felt pulling in the kidneys and back. The MRI was a 1.5 tesla environment. Due to the event, the MRI was stopped, though it was unknown if the event was resolved. The product lot number was not obtained at the time of the initial call. An unsuccessful follow up call was made for the lot number with the reporting hcp. Additional information was requested.

Manufacturer narrative:
Please note that the exact event date is unknown. The date of (B)(6) 2007 used is an approximate date. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had a palmaz genesis 18 x 60 stent mounted on a 135 cm. Aviator balloon catheter/stent delivery system (sds) placed in the left renal vessel. It was not known whether the target lesion was an artery or vein. Approximately one year later the patient had an unspecified cardiac stent placed for unknown reason. Another year later the patient had an unspecified renal stent placed for unknown reason. Several other adverse events were reported at the same time and were captured as either not reportable adverse events or non-complaints based on the minimal information received. The event of an additional renal stent implantation two years after the patient¿s initial left renal stent implantation was captured as arterial restenosis. Multiple attempts to obtain additional information were unsuccessful. The device remains implanted and is not available for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. Arterial restenosis is a known potential adverse event associated with implanting arterial stents and is often associated with the progression of arterial disease. Factors that may contribute to arterial restenosis or re-occlusion of arterial stents include: the patient¿s medical history, target lesion/vessel characteristics, an s well as procedural factors. Based on the minimal information received and without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device.